Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No display ramping on its own noted during testing. The device had minor scratches on the lcd window, cracked case at display window corners, cracked case at the reservoir window corner, and broken belt clip slot.

Event description:
The customer reported via phone call that the insulin pump had scrolling numbers that did not stop. The customer stated that she was entering a bolus, and the insulin pump let her put her blood glucose value, and when she entered in the grams, the numbers began scrolling unstoppably. The customer's blood glucose was 179 mg/dl. The customer did not observe any significant events leading to the keypad issues. The customer was advised to replace the insulin pump and agreed to return the device for analysis. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer also reported that she had experienced a stroke and a diabetes-related hospitalization but did not provide further details regarding the event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.